Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The disposable cartridge and nxstage system one have not been returned at the time of this report. The exact cause of the arterial air alarm cannot be determined at this time. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
An arterial air alarm occurred during a routine hemodialysis treatment which occurred during a routine hemodialysis treatment which could not be resolved. The circuit clotted due to the amount of the time spent troubleshooting the alarm, resulting in an estimated blood loss of 190cc. No medical intervention was required.